Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cardiac catheterization, the tip of the suture needle broke off into the patient. Piece was noticed by the doctor and retrieved.